Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction,urge incontinence it was reported that the patient saw the low message on (B)(6) 2024, but ins has only been implanted for 2 years. The caller stated that event logs have an incorrect date of january 2017, but that patient hasn't ever gone about 2.0 ma. The caller stated they checked the impedance and all were green. Tss had the caller generate the usage report and mdt data report. The issue was not resolved through troubleshooting. Tss reviewed to send in report information for analysis and that ins will need to be replaced. Tss is reviewed when ins is explanted; it can be returned for further analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a manufacturing representative. It was reported, that the patient was getting a replacement scheduled, but no date was given yet. The mdt rep stated, they had sent all reports to mdt. The controller was dropped off, by the patient to mdt rep on 10/23/2024.

Event description:
Additional information was received from a manufacturer representative (rep). The doctor didn¿t have time to get it done in january. Most likely it will be boarded for feb or march.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they followed up at 11/25 again with the account and they responded at 11/27 (see attached email screenshot). They are waiting for the patient to reach back out to them. They think it will probably go in january.